Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. During the initial inflation at nominal pressure for 5 seconds, the balloon ruptured in a pinhole form. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. During the initial inflation at nominal pressure for 5 seconds, the balloon ruptured in a pinhole form. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.